Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between 2016 and 2022, a retrospective study aimed to examine the predictors for air leak in patients who underwent pulmonary resection and autologous blood pleurodesis with thrombin between 2016 and 2022. There were 922 patients in the study and postoperative complications included air leak in 66 patients and pyothorax in one patient. Of the patients who developed postoperative air leak, medtronic staplers were used in 29 patients. Antibiotics were required. Predictive factors of early autologous blood pleurodesis for postoperative air leak. Dr. Naoya kitamura, 2024, asian cardiovascular thoracic annals, 10.1177/02184923241261757